Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was replaced and returned for analysis. Investigation of the sensor did not reveal any malfunction. Sensor performed as expected during investigation. Customer complaint cannot be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient experienced multiple sensor check alerts leading to sensor removal and replacement.